Event description:
During the function check the customer noted the expiratory valve would not open when both air and o2 are disconnected. There was no patient involvement or incident. The customer isolated the problem to a defective pc1618 board.